Manufacturer narrative:
The customer complaint that the compression depth knob turned freely was confirmed. The knob is locked on a shaft using a set screw. It was apparent that the knob had been turned with excessive force which broke the set screw free from the shaft. This allowed the knob to turn without activating the compression depth adjustment. The unit has been repaired and returned to the customer.

Event description:
It was reported that the device was applied to a patient to perform CPR. When attemping to adjust the compression depth, the knob turned freely which did not allow the compression depth to be properly adjusted. The device was removed from the patient and manual CPR continued. The patiet was not revived.